Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, image blackout was found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that scope connector has liquid immersion, causing image blackout to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during reprocessing and there was no patient involvement.